Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple power source alerts after plugging the pump to charge. Customer's blood glucose level was not impacted. Reportedly, the customer reverted to manual injections for insulin therapy.